Manufacturer narrative:
Other: stroke.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders among other things. It was reported that the patient was in the emergency room for a possible stroke. No further complications were reported as a result of this event.